Manufacturer narrative:
The complainant was unable to provide the suspect device batch/lot/serial number; therefore, the device manufactured date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #s 3005099803-2011-02428 and 3005099803-2011-02429 address the other devices. It was reported to boston scientific corporation that an endostat iii electrosurgical unit, an endostat iii foot switch, and an active cord were used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, the user did not observe a tissue response when attempting to apply cautery to the target poylp. The polypectomy snare was replaced, which did not resolve the issue, nor did a second replacement. The active cord and foot switch were not replaced, and the procedure was completed with a different procedure set. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.